Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the cubie had failed. A field service engineer (fse) removed a paper clip and a couple of medications from the tray, tested the unit, and found no issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a cubie failure occurred. The affected cubie was not functioning as intended. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.